Manufacturer narrative:
(B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the scope presented a hazy center image. The patients anatomy was not visible on the center screen. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event.